Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on apr 18, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed on the suspect product. The lens was received covered in lint from the gauze. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue reported. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Customer described the "mechanical failure" as the patient described symptoms of dark shadows with side vision. Symptoms were first noticed on mar 27, 2024. The replacement lens was a competitor's lens (model number li61ao / 24.0 diopter/ serial number 4260606032). Patient outcome status has improved. Additional codes added: section h6: health effect - clinical code: 2140 - visual disturbances corrected data: the following codes are no longer applicable: section h6: device code(s): 1384 - mechanical problem section h6: health effect - clinical code: 4582 - no clinical signs, symptoms or conditions all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. The best estimate date is between mar 5, 2024, and feb 17, 2025. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient's right eye due to mechanical failure. New incision was made, the lens was taken out whole and a new iol was implanted in the sulcus. No sutures, no vitrectomy, and no patient injury reported. No further information was provided.